Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log file confirmed low flow alarms on (B)(6) 2021. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The submitted system controller event log file contained data from (B)(6) 2021 through (B)(6) 2021. The file captured a low flow alarm (B)(6) 2021 that quickly resolved on its own. Approximately 11 seconds later, another low flow event was captured that ultimately resulted in a constant low flow alarm. It was also noted that the stored patient speed was adjusted multiple times. The alarms ultimately resolved. After the event, the pump appeared to operate as intended at the set speed for the remainder of the file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6)were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26aug2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1 of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 of the IFU provides an explanation of all pump parameters, including flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. C. Is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a near cardiac arrest the required medication resuscitation. The patient was being turned in bed and lost volume via the ventilator/trach and subsequently decompensated. The cause of the near cardiac arrest was not identified. The log files were sent for review and showed no unusual events and the equipment seemed to be operating as intended. On (B)(6) 2021 the patient was reported stable and no longer needing additional support. A plan was made to continue to rehab patient towards discharge home. Prior to the event, the patient was being turned in bed, lost volume via ventilator/tracheostomy and the patient subsequently decompensated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.